Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope's pliers pipe had an obstruction. The issue occurred during preparation for use for a diagnostic duodenum (anatomy) procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section h4. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reportable malfunction of double pigtail bile pancreatic stent clogged in biopsy channel was confirmed by field service engineer (fse). Based on the results of the investigation, it was presumed that the double pigtail bile pancreatic stent which was used for a previous procedure clogged biopsy channel. Since the device was not sent to olympus the event was not reproduced. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): detection methods are written in IFU: operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.